Event description:
Customer reported defibrillator displayed a keyfault condition during daily routine testing. No reported patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation verified.